Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced gel smearing. The following information was provided by the initial reporter. The customer stated: trouble with centrifugation, blood smear. Trouble with blood smear after centrifugation.

Manufacturer narrative:
Additional information has been received changing the event type from the original MDR. B.5. Event description: it was reported when using the bd vacutainer® z blood collection tubes, the device experienced insufficient clot activator additive and red cell hang up. The following information was provided by the initial reporter. The customer stated: trouble with centrifugation, blood smear. Trouble with blood smear after centrifugation.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced insufficient clot activator additive and red cell hang up. The following information was provided by the initial reporter. The customer stated: trouble with centrifugation, blood smear. Trouble with blood smear after centrifugation.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up and poor serum was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for red cell hang up and poor serum was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure modes, poor serum/separation and red cell hang up, because the defects were not evident in the testing of the retained lot samples. All retained and control lot samples gave clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up and poor serum based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced insufficient clot activator additive and red cell hang up. The following information was provided by the initial reporter. The customer stated: trouble with centrifugation, blood smear. Trouble with blood smear after centrifugation.